Event description:
Customer reported that her insulin pump no longer vibrates or alarms. Customer stated that her reservoir is empty and the insulin pump did not alarm or vibrate to notify her. Customer also stated that her insulin pump is cracked around the battery compartment. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. All alert and vibration features functioned properly during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.